Manufacturer narrative:
Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. Insulin pump was unable to prime unit during prime test due to faulty force sensor. The motor was tested outside the device and passed. Insulin pump received with cracked case at display window corners, minor scratches on lcd window and broken battery tube threads.

Event description:
Customer's mother reported a motor error and a no delivery alarm on the insulin pump. Customer stated that the motor error alarm occurred during prime and basal. Customer's current blood glucose reading is 139 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.